Manufacturer narrative:
The inverter was returned to the manufacturer for analysis. Medtronic personnel unable to duplicate reported issue. However, the part failed visual inspection. The hardware investigation found that one of the capacitors on the inverter assembly was electrically overstressed. Additional log investigation was performed. Multiple errors, along with generator and firmware errors were found. It was seen on the logs that the imaging system software power cycled the detector panel because the offset calibration failed. The system repeatedly tried to perform an initial offset calibration. This error message indicated an electrical issue. The system finally managed to complete the initial offset calibration after a power cycle. As previously reported, the inverter assembly of the generator was replaced and the issue was resolved. The software analysis found that the behavior described is the intended behavior of the software. Software is functioning as designed.

Manufacturer narrative:
No patient involvement. It was confirmed during system checkout on (B)(6) 2017 that the o-arm system failed 2d; store image; 3d; other imaging modalities. System pendant indicated x-ray disabled. Constant audible beeping from within generator cabinet heard upon startup. During troubleshooting of no x-ray/ beeping from generator, 50 amp/ 600 vac fuse f1 was found to be open. Upon replacing fuse, medtronic fse (field service engineer) observed the failure of an inverter capacitor, with noted physical damage to top of capacitor. Inverter assembly, and fuses f1 and f2 replaced per procedure. Upon startup system booted normal with full x-ray capabilities restored. System checked out to satisfaction. Replacement parts sent to the site for issue resolution: kit svc o2 bi71000222 pcba genrtr cntl (returned unused), kit svc o2 bi71000229 pcba generator c/d, kit svc o2 bi71000464 o2 gen fuse kit, kit svc o2 bi71000468 inverter kit, kit svc o2 bi71000464 o2 gen fuse kit, kit svc bi71000457 cable ties. To date, only one part has been returned to manufacturer for further in house testing (kit svc o2 bi71000222 pcba genrtr cntl), and it was returned unused. Replacing the inverter and fuses is what resolved the issue.

Event description:
A medtronic field service engineer reported that the o-arm displayed a generator error 32. This occurred outside of a case. No patient present.